Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the #2, #4, #5, #6, #7, #8, #9 and the (.) Keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #2 key will occur following the selected key's function (e.g. When the #1 key is pressed "12" will be displayed. When in alphabetic mode and the abc key is selected, "ad" will be displayed interfering with the mdl drug search). The keypad will be replaced. Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that all keys other than the on/off key on a pump keypad are inoperable. It was also reported that there was no pt injury.